Manufacturer narrative:
H.6. Investigation: photo evaluation: 2 photos were returned for evaluation. From the returned photos, fm was observed on the cannula. The investigation was not able to confirm the what customer had experienced as the returned photos are unclear. Hence, root cause is unable to be determined. DHR could not be performed due to unknown lot#.

Event description:
It has been reported that the bd cathena¿ bc straight catheter has been found experiencing two occurrences of containing foreign matter before use. The following has been provided by the initial reporter: as above. Plastic bit noted by users before use.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd cathena¿ bc straight catheter has been found experiencing two occurrences of containing foreign matter before use. The following has been provided by the initial reporter: as above. Plastic bit noted by users before use.